Event description:
Procedure: hernia. According to the reporter: when fixing the mesh, the tacks were not applied properly; they had to cut the mesh as some staples were twined inside the mesh. They sutured the damaged tissue and re-stapled with another device.

Manufacturer narrative:
(B)(4).